Event description:
Caller reported blood glucose results 347 mg/dl and 105 mg/dl on performa system 1, 114 mg/dl on performa system 2 within 10 minutes. The same vial of strips was used for both meters. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.